Event description:
It was reported that when attempting to replace a jack, it was noted that the screw that holds the jack in place was not present. It was then further noted that the hole for the screw was not tapped. The new jack could not be installed.